Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser fiber was used in a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the laser fiber broke while passing down the through scope. No patient complications were reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser fiber was used in a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the laser fiber broke while passing down the through scope. No patient complications were reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
(B)(4). Investigation results: one flexiva 200 tractip laser fiber was returned broken into two pieces. The first piece measured approximately 156.1 cm from the top of the connector to the break. The second piece measured approximately 163 from the break and includes the entire distal tip.visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirms that the tip was unused. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and the device met all manufacturing specifications. Labeling review: a labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.